Event description:
It was reported that during a bowel resection procedure, the stapler locked out and would not open. The device was clamped on tissue and needed to be forced open. This was the second firing and was not near clips or another staple line. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information provided: was the sales rep present during the surgeons first few cases to insure the instrument was used in accordance with the IFU? Yes. Was the rep present for this case? No. On which firing(s) did this event occur? 2nd. What color was selected on the selectable staple height selector before firing? Blue. Was the cartridge loaded with the retaining cap on? Yes. Was there an attempt to load the cartridge proximal end first (like en endocutter)?unknown. Did anyone move the firing knob to the left or right after loading the device but before firing? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Higher when firing and opening. Was there any difficulty removing the device from the tissue? Yes. During the operation, what was the appearance of the staple line? Incomplete. What were the quality and/or thickness of the tissue in the area where the device was fired? Regular. Was a leak test completed? Unknown. Did the surgeon wait 15 seconds after clamping and prior to firing for optimal compression? Unknown. If the device locked out, did it lock out on tissue or prior to use on tissue? On tissue. Was the firing to close an ostomy? Unknown. Is a pathology specimen available? No. Was another stapling device involved? No. What were the patients pre-op diagnosis and/or pre-existing conditions that could have impacted the patients health/surgical outcome? Unknown. How long has the surgeon been using this device for this procedure? 1 year. What predicate device was used by the surgeon? Ntlc 75. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Manufacturer narrative:
(B)(4). Damaged staple height selector the analysis results found that the instrument was received with the staple height selector broken off and with a cartridge reload present. The cartridge reload had the swing tab in the unlocked position, and it was fully loaded with staples. Due to the condition of the device, no functional test was performed. While no conclusion could be reached as to how the staple height selector became damaged. It should be noted that 100% inspection is performed by means of automated vision system to insure the swing tab is present and unlocked. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.